Event description:
The customer had reported a false positive reaction probably caused by carry over when testing on tango optimo. Despite several inquiries we have not received any additional information relating to the tango optimo performance. Neither the patient sample that had caused the false positive reaction nor the allegedly defective product has been returned. Additionally, no further information or pictures on the affected tango optimo has been provided. Regarding the affected tango optimo, we are therefore not able to determine a reason for this allegedly false positive reaction. The correct function of the affected reagent was proved by testing our quality control laboratory's retained ahg anti-igg solid screen ii sample on tango. All positive and negative reactions were correct. We did not observe any false positive reactions. A review of the batch record documentation showed no irregularities which might have affected negatively the quality of the affected lot.

Event description:
The customer had reported a false positive reaction probably caused by carry over when testing on tango optimo. The correct function of the affected reagent was provided by testing our quality control laboratory's retained ahg anti-lgg solidscreen ii sample on tango. All positive and negative reactions were correct. We did not observe any false positive reactions. A review of the batch record documentation showed no irregularities which might have affected negatively the quality of the affected lot. The customer has not yet provided the pt samples that have caused the false positive test result. We are still awaiting this material.

Manufacturer narrative:
This is our final report on this incident. No information provided.

Manufacturer narrative:
This is our initial report on this incident.